Manufacturer narrative:
The product has not been returned for evaluation. Therefore, failure analysis of the product related to the complaint cannot be performed. A follow-up MDR will be submitted if additional information is received. A review of the site's complaint history does not reveal any additional complaints involving this product and/or this event. A review of the instrument log for the fenestrated bipolar forceps (fbf) instrument associated with this event has been performed. Per logs, two fbf instruments were used during the procedure on feb-14-2022 on system (B)(4). First fbf instrument (part number: 471205-17, lot number: n11210426-0256) was used for 2 minutes. The instrument had 2 uses remaining out of 14 max tool uses. Second fbf instrument (part number: 471205-17, lot number: n10210202-0260) was used for 2 hours and 32 minutes. The instrument had 0 uses remaining out of 14 maximum tool uses. No image or video clip for the reported event was submitted for review. This complaint is considered a reportable adverse event and malfunction due to the following conclusion: it was alleged that the instrument broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure with no patient injury. At this time it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the fenestrated bipolar forceps instrument¿s jaws broke and fell inside the patient. The broken jaw was retrieved during the same procedure. The customer used a backup instrument. The procedure was completed with no reported patient injury. Intuitive surgical (is) made multiple attempts to contact the reporter to obtain additional information about the complaint; however, attempts were not successful. On 03/10/2022, intuitive surgical, inc. (Isi) received mw5107545 stating: ¿the case monday (B)(6) 2022 was involving a fenestrated bipolar forceps arm for the da vinci robot. Once the instrument had been inserted into the patient, the surgeon noted that part of the tip was missing.¿